Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the manufacturer representative (rep). It was reported that the rep said pt used to go 8 days between charging sessions, but now, pt had to charge every 4 days. Tss had mdt rep. Look at recharging diary and saw pt charged on (B)(6). Impedance results gathered and pt had in range impedance results on active electrodes in group c, between 850-890. 3 of the electrodes had a bit higher impedance results at 100, 1050 and just under 1000 using reference electrode 0. Tss discussed possible causes and suggested changing settings, if possible, for the pt.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). It was reported that the reason for call was pt says that ins is only lasting 5 days and used to last about 10 days. They said this started happening "over the last two months". Pt says the old system lasted longer and used to last 2-3 weeks in between charges. Pt was told the intellis system wont last 9 years, and "it might only last 8 years". Advised that pt follow up with hcp/rep about this charge frequency issue.

Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.